Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that during a tibial plating procedure, when the drill was placed in the jig, the jig cracked under the force of drilling in the cannula.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. The returned item is fractured and a fragment was not returned. The device had a potential field age of eleven years at the time of the reported incident. The device history records were reviewed and no discrepancies were found. A review of the complaint history determined that no further action is required. Investigation results concluded that the reported event was due to wear and tear from use.